Manufacturer narrative:
Patient demographics (date of birth) were requested but not provided. No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. The device was not returned for evaluation therefore the complainant's event could not be verified. The cause of the event could not be determined from the information available and without device evaluation. Device history record review revealed nothing relevant to this event. The most likely cause of this type of event is mechanical damage to the device, such as scratches or nicks from hitting the device with another device. Nicks on the knot-tying surface of the device can fray or break suture. This is the first complaint of this type for this part/lot combination. The potential cause(s) of this event will be communicated to the event reporter. If additional relevant information is received, a follow-up report will be submitted. Device discarded by user.

Event description:
It was reported that during a meniscus repair procedure the first speedcinch, ar-4502 lot 10014196, deployed the first implant successfully. While trying to maneuver the second implant, the tip broke and became dislodged from handle. Device and tip were removed from the patient. The first implant remained in the patient, the second was retrieved. Visible sutures were cut and removed. The second speedcinch, ar-4502 lot 600080, was opened and inserted. Both implants implanted successfully, however, the suture did not slide completely. While attempting to push suture and slide the knot, the suture was prematurely cut when using the pusher/cutter, ar-4515 lot 10015540. Remaining visible sutures were cut and removed. The second implant was removed with the portions of the suture but again, the first implant remained in the patient. Protocol was followed according to technique and discussed before case. Surgeon changed to another manufacturer's product to complete the procedure (fast fix 360). All three items were disposed of at the facility.